Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump stopped working and the screen remained dark and unresponsive without any visible damage or exposure, and the user could not restart the device via the mobile app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem with unresponsive keys or buttons affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.